Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. A remote monitoring transmission noted that the alert was triggered by high defibrillation impedance on the rv coil on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.